Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved uhmwpe insert and commented as follows: the explanted insert seems to be intact. No scratches and dents can be seen on the bottom surface and on the posterior 'clipping' features. To verify that the insert is dimensionally in compliance with the specifications required, a functional test has been performed trying to clip the insert into the dedicated gauge. During the test, it was easily possible to clip the insert into the baseplate. It demonstrates that the explanted component is in compliance with the specification required. We can suppose that, in the attempts to fix the insert into the baseplate, the insert was not well positioned. We can state that the event is not implant related.

Manufacturer narrative:
Batch review performed on 14 february 2017. Lot 155445: (B)(4) items manufactured and released on 02 february 2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Tibial insert did not fit into the tibial tray, despite there were no obstacles. The surgeon replaced the tibial insert with a new one.